Event description:
It was reported that the pt had a gynecological procedure in 2008. During the procedure, the blade did not cut. Another like device was used and the case was completed without pt consequences.

Manufacturer narrative:
Date sent to the FDA: 8/7/2008. Blade seized/stopped: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.